Manufacturer narrative:
Approximate age of device ¿ 4 months from date of issue to the patient. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The system controller was returned for evaluation. The data log file was retrieved from the system controller and a driveline fault alarm was recorded. The system controller was functionally tested and operated as intended. The driveline fault alarm was not reproduced. All audio and visual signals were verified during the test. During testing, the system controller was connected to different test pumps without issue each time. Similar incidences related to difficulty in completing the driveline connection during system controller exchanges have been reported. A corrective and preventative action has been initiated to investigate the issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm while lying in bed at home. The patient called the vad coordinator and they attempted to troubleshoot over the phone; however, the alarm did not resolve. The patient exchanged the system controller with the backup system controller and went to the emergency department for evaluation as instructed by the vad coordinator. The health professional attempted to switch the patient back to the primary system controller in order to interrogate it, but after several attempts, she was unable to connect the driveline to the system controller. The patient was then connected to the backup system controller and no further issues occurred.